Event description:
The pt experienced overdose and underdose symptoms of increased tone, pruritus, and fever. A catheter break and kink were reported. The location of the issue was at the "proximal/distal connection." The pt outcome was reported as "no injury". The medication on the pump...

Manufacturer narrative:
(B)(4).